Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ICU director brought down a temp sensing catheter today due to a report of the temperature readings not being accurate when being compared to both oral and temporal readings. The incident is one of two catheters that have been noted for inaccurate temp sensing in the last few weeks. Patient did receive blood work, diagnostic imaging, and medication due to the readings recorded from the catheter.